Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Unit was run for a full week and performed normally. Operation also checked while running in a vibration environment with no failures noted. Unit was returned to the end user after it tested within specifications.

Event description:
Pt was being supported by an impact portable ventilator system while in the hosp emergency room. It was reported that the entire ventilator screen started flashing. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was switched to a back-up ventilator. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.